Event description:
The physician reported "spastic vibration" of the drill motor, which in turn caused three dura tears to the pt. The tears in the dura were repaired during the course of the surgery. The pt was doing fine; no further info was available.